Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported leak was not confirmed due to the condition of the returned device. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internaduring processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 2.0 x 12 mini trek rx referenced is being filed under a separate medwatch report.

Event description:
It was reported that during preparation, the mini trek and nc trek balloon catheters were flushed and when negative pressure was applied, there was a lot of air in the syringe indicating there was a leak. There was no resistance noted during removal of the protective sheath. Another abbott balloon catheter was used successfully. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.